Event description:
Additional information was received from the patient. The patient reported that the situation with the jolt had happened years ago. The patient reported no issues from that situation. The patient stated that they had called to inquire if they should turn off the implant for an ultrasound. They turned it to o.oo and turned it off for the test. When they turned it back on and increased the intensity they had it set to, it was fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim . It was reported that they had had to turn off their stimulation a long time ago and when they turned it back on they got a big jolt and it hurt.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called in for compatibility information. Reviewed radiation guidelines, CT and pet scan. Patient is aware their device is only eligible for a head MRI. Patient again mentioned the incident 5 years ago when they turned stim off for a test and when they turned stim back on they experience what they described as a "shock wave". Patient said it was uncomfortable for about a 1/2 hour. Patient confirmed they decreased stim and it was then comfortable.